Event description:
It was reported that the surgeon attempted to insert a cq2015 collamer three piece lens but one haptic was torn off and the lens was not implanted. Add'l info has been requested from the facility, but none has been forthcoming. If add'l info is received, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.